Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the left side frame had a crack through the weld located at the bottom rear portion of the frame, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
The dealer states there is a broken weld on the left side frame.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states there is a broken weld on the left side frame.